Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the sorin centrifugal pump system with tubing clamp showed dashes and would not read flow during a procedure. There was no report of patient impact. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the sorin centrifugal pump system with tubing clamp showed dashes and would not read flow during a procedure. There was no report of patient impact.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the sorin centrifugal pump system with tubing clamp showed dashes and would not read flow during a procedure. There was no report of patient impact. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to duplicate the reported issue. The flow board was replaced to resolve the issue and subsequent tests found no further issues with the unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group deutschland will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.